Manufacturer narrative:
The additional device referenced in b5 is filed under separate medwatch report number. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the in-deflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met with the anatomy during removal since the balloon would not fully deflate. Based on the reported information and results of the complaint investigation, there is no indication that the reported deflation issue or difficulty removing the device are related to a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left main. He 4.0x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated twice to 14 atmospheres. During deflation contrast was noted still in the balloon. Deflation was attempted again and the bdc was removed with resistance noted. It was noted the balloon was not completely deflated. After stenting post dilatation was performed with the 4.0x12mm nc trek however when deflating the balloon, contrast was seen inside balloon. Several attempts were made to deflate the balloon and resistance was met during retraction. The bdc and guiding catheter were removed together as a unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.